Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz6 left; cat # 5512-f-601; lot # he49u. Triathlon stem extender 25mm; cat # 5571-s-025; lot # 6d06r2. Tri cemented stem 12mmx50mm; cat # 5560-s-112; lot # 1129680h. Triathlon femoral distal augment 5mm - size 6 left; cat # 5540-a-601; lot # eo44z. Tri post augment sz6 10mm; cat # 5544-a-600; lot # iob3l. Tri post augment sz6 5mm; cat # 5543-a-600; lot # hix3v. Unknown triathlon baseplate; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : not available.

Event description:
It was reported that the patient's left knee was revised due to instability. A triathlon knee was revised to a triathlon hinge knee with gmrs and mrs femoral components. Rep confirmed that no further information will be released by the hospital or surgeon.